Event description:
This rv lead was implanted on (B)(6) 2003. There was a red alert detected on (B)(6) 2011 for high right ventricular pacing lead impedance. The patient's physician is dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).